Event description:
The customer reported the device automatically shuts down after turning the device on. The device was returned to the biomedical department for an unknown reason. The customer contact indicated the shut down occurred at start up and it is unknown if the device sounded an alarm prior to shutting down. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.